Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as part of a complete system explant procedure. The explanted ra lead is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.